Manufacturer narrative:
(B)(6). A customer alleged the generation of multiple sample runs that were initially positive but upon retest the same patients generated negative results. An investigation was performed to rule out any reagent kit contribution which did not identify a product problem. The discrepancy is likely due to the samples being near or below the limit of detection (lod). In addition, it is of note that the customer is not using on-label sample collection types which may also have an impact on the generation of reliable results. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged the generation of multiple samples that were initially positive but upon retest the same patients generated negative results. The customer also reported that additional testing did not generate unexpected positive results. The customer reported using sample type smear (abstritch) collected in the 5ml sarstedt collection tube with nerbe plus swab. This collection type is not considered a recommended practice. As per the method sheet, the cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in individual or pooled nasal, nasopharyngeal and oropharyngeal swab samples collected in (B)(6) universal transport medium system (utm-rt), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline as only batch run ids but no sample ids were provided by the customer, data evaluation could not be accurately performed. However, review of some of the samples within the runs could identify target 1 negative, target 2 positive results which are considered presumptive positives. Samples that generate late target 2 CT values are expected to have negative target 1 values as the assay is more sensitive in target 1 than it is in target 2. An investigation was performed to rule out any reagent kit contribution which did not identify a product problem. The discrepancy is likely due to the samples being near or below the limit of detection (lod). These CT values for target 2 indicate that the samples are generating values that are close to the lod of the assay and the results for sars-cov-2 rna are presumptive positives. In addition, it is of note that the customer is not using on-label sample collection types which may also have an impact on the generation of reliable results.